Event description:
Pt with right inferior pole patella fracture with avascular inferior pole. Excision of inferior pole with advancement of patellar tendon with temporary tension band wire. Tip of screw broke and lodged in patella during screw insertion.